Event description:
It was reported that the wake button was not working, which prevented the screen from activating or the pump from turning off. There was no reported impact to the customer's blood glucose level. The device is being returned, and the customer is expected to receive a replacement pump with a new serial number.